Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and dilaudid at unknown concentrations and doses via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017, that the pump was alarming or beeping. It was stated that it sounded like a garbage truck and the patient had heard the beeping three times in two days. The alarm started on (B)(6) 2017, in the middle of the night. It was noted that the patient¿s healthcare professional (hcp) wanted to take the rest of the medication out and put saline in the pump. It was reported that the hcp had stated they were having ¿safety issues¿ and the hcp wanted to put the patient back on oral medication. It was related that the patient had two floods in the house and lost the bolus machine. It was stated that the patient set the personal therapy manager (ptm) down and then fell down and hit their head and couldn¿t find the bolus ptm after that. The patient had not used the ptm for a while and knew there was more medication in the pump because of not using the bolus machine. It was stated that the fall was one month ago. It was also noted that the hcp gave the patient klonopin for seizures. Additional information was received on (B)(6) 2017. Information was requested regarding critical alarms and physician listings. It was indicated that it was also asked if there were ¿safety issues¿ with the pump. It was stated that the patient knew there were safety issues with oral medications and was wondering if there were with the pump as well. It was noted that the patient had ¿other issues¿ in the past that were not in regards to the pump but rather the doctor¿s office. It was stated that the patient¿s pump had always worked well. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that no actions/interventions were taken to resolve the alarm. It was related that the cause of the alarm was determined and that the patient declined to have the pump filled. It was stated that the patient had been non-compliant and difficult and that the patient was aware that the pump would alarm and become damaged. It was stated that the hcp had no idea if the alarm had been resolved. It was also stated that the hcp had no idea what was the patient¿s weight at the time of the event. Additional information was received from a consumer on (B)(6) 2018, indicated her pump was out of medication for a long time and the patient heard the alarm until the pump was filled. It was noted the pumps were well built because the pump still worked after being empty and refilled. It was reported the pump was no longer alarming and was working as intended after refill. Patient symptoms were not reported and the event date was 2017 (¿maybe last (B)(6), the first or second week¿). The pump was filled ¿like (B)(6)". No further complications were reported/anticipated or expected.